Event description:
The company received information that suggested that the inflation line separated from the tracheostomy tube while in patient use. The customer reported that, the patient was re-intubated with a new tube and that there was no patient harm. The customer will return the sample for evaluation.